Manufacturer narrative:
Citation: kaplan rm et al. Conduction recovery following pacemaker implantation after transcatheter aortic valve replacement pacing clin electrophysiol. 2019 feb; 42 (2): 146-152. Doi: 10.1111/pace.13579. Epub 2019 jan 4. Earliest date of publish used for event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the proportion of patients receiving a permanent pacemaker following transcatheter aortic valve replacement who remain dependent on the pacemaker during follow-up and to determine any risk factors for pacemaker dependency. All data were retrospectively collected from a single center between january 2011 and december 2017. The study population included 67 patients (predominantly male; mean age 82 years), 10 of which were implanted with medtronic corevalve bioprosthetic valves and 3 were implanted with medtronic evolut r bioprosthetic valves (no serial numbers provided). Among all patients, 1 death occurred within 30 days post-implant. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the death. Among all patients, adverse events included: persistent complete atrioventricular block (avb), recurrent intermittent complete avb, transient avb with left bundle branch block (lbbb), transient avb without lbbb, lbbb with prolonging pr interval, prolonged pr interval with a wide qrs but no lbbb, alternating intermittent bundles, 2:1 avb with a lbbb, symptomatic sinus pause of 6 seconds duration, and high-grade avb with a right bundle branch block or normal qrs requiring permanent pacemaker implantation. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.